Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, when the plunger was withdrawn, a suture break occurred. The device was removed and hemostasis was achieved, using a second perclose a-t device. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.